Event description:
It was reported that the monitors on the 9600 system began to flicker during a triple a procedure. The 9600 system had to be rebooted and the procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The scsi drive and high voltage cable were replaced, and the voltage was adjusted during the service call. The system was tested and found to be working as intended and put back into service.